Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. From (B)(6) through (B)(6), the patient reported experiencing hyperglycemia and was suspected to be in diabetic ketoacidosis (dka). During this period, the cgm continuously displayed glucose readings ranging from 90¿135 mg/dl, which the patient believed were inconsistent with her condition. The patient reported no symptoms prior to the suspected dka episode. On the morning of (B)(6), the patient's condition worsened. She reported feeling ill and experiencing vomiting, which led to hospitalization. During hospitalization, blood glucose levels were monitored hourly through blood draws. The highest documented blood glucose (bg) reading was 600 mg/dl. During the hospital stay, the sensor was removed, and the omnipod 5 insulin pump was discontinued. The patient was treated with lantus (long-acting insulin) and humalog (rapid-acting insulin). Treatment continued until her condition stabilized and she was able to resume insulin pump therapy. On (B)(6), the patient was discharged from the hospital. Following discharge, she monitored her glucose using a fsbg meter approximately 2¿3 times daily. The patient subsequently inserted a new sensor but continued to report inaccurate cgm readings. She remained under the care of her endocrinologist for routine diabetes management. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.